Event description:
On november 9, 1999, safeskin corporation was served with a lawsuit. Plaintiff's claim alleges that plaintiff was exposed to latex containing products, and the latex dust and various powder additives emitted from the various latex containing products caused plaintiff to suffer the following injuries: rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.